Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 upon visual inspection the device had fractured at the measurement indent on the stem of the gage. There is scuffing on the handle and stem. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, however it was noted that the instrument was stuck in the tray and the scrub tech broke the tip while removing it. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a depth gauge was stuck in the tray, the tech broke the tip off when trying to get it out. A new instrument was used for the surgery. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.